Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka had been performed 9 years ago, the patient experienced thigh pain. A revision surgery was performed to exchange the insert: the patient's patella was replaced by a patellar component as well. The current status of patient¿s health is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode but confirmed scratches on the articular surface and small cuts on the inferior surface of the insert. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that a revision surgery was performed 9 years post-implantation due to thigh pain. Per email correspondence, the requested surgical reports and x-rays are not available, therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Some potential causes of the reported event could include but are not limited to traumatic injury, joint tightness or patient reaction. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.